Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant it was not possible to have capture so a new lead was used with good capture value. There were no adverse consequences for the patient.